Event description:
Customer reported the collimators do not rotate, image on left monitor is distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported the results of the system eval.